Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per biomed, site rite 8 (B)(4) - system is intermittently shutting itself off during procedure without command. Issue occurs even when system is connected to ac power and even when the battery life is full.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down during use was confirmed. The problem is confirmed; the scanner was charged to 100% and when the ac adaptor was removed the scanner ran on battery power for approximately 10 minutes. The root cause of the reported problem is an internal failure in the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per biomed, site rite 8 (sn (B)(4)) - system is intermittently shutting itself off during procedure without command. Issue occurs even when system is connected to ac power and even when the battery life is full.

Event description:
Per biomed, site rite 8 (sn (B)(4)) - system is intermittently shutting itself off during procedure without command. Issue occurs even when system is connected to ac power and even when the battery life is full.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down during use was confirmed. The problem is confirmed; the scanner was charged to 100% and when the ac adaptor was removed the scanner ran on battery power for approximately 10 minutes. The root cause of the reported problem is an internal failure in the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.